Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.

Event description:
On (B) (6) 2010, the surgeon was performing fusion surgery for a female pt with a history of spondylolisthesis. As the surgeon tried to place the sequoia closure tops into the construct, they had been placed on the sequoia closure top starter. There were two sequoia closure top starters involved in this event. Neither end of the closure top starter was able to hold on to the closure tops and they fell off into the wound, and various places on the sterile drape. The closure tops were retrieved without harm to the pt. There was less than a 15 minutes surgical delay.